Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous proximal left circumflex artery (lcx). The 15mm x 3.00mm emerge balloon catheter was used for dilatation the lesion. Upon inflation at 10atms the balloon ruptured. The procedure was completed with another of the same device. There were no reported complications and the patients' status post procedure was listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous proximal left circumflex artery (lcx). The 15mm x 3.00mm emerge¿ balloon catheter was used for dilatation the lesion. Upon inflation at 10atms the balloon ruptured. The procedure was completed with another of the same device. There were no reported complications and the patients' status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the emerge catheter was received inside an emerge shelf box that matched the information on the device. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).